Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1013538 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 191-000 / lot 1013538 and test base part number 190-430 / lot 1013538 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013538 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample. Based on the evidence available, it indicates that this device lot is performing within the statements made within the package insert.

Event description:
The customer reported false positive results on direct tested nasopharyngeal swab with the ID now covid-19 assay performed (B)(6) 2021. Confirmation testing on a nasopharyngeal and throat swab with pcr provided negative results. The patient had been admitted to the hospital with a fever and then tested for covid-19 and dengue fia. The patient was treated as dengue positive and covid-19 negative. The customer reported a delay/impact to treatment while waiting for pcr results. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.